Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the reporter¿s phone number: (B)(6). The reporter¿s complete address and facility name were not provided. Device evaluation: this device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the top of the annular tube being bent and deformed was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the cutter device could not be inserted, and device had a cosmetic damage. It was further determined that the device failed pretest for visual assessment and cutter insertion. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the top of the annular tube of the craniotome device was bent and deformed. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.